Event description:
It was reported that, a fisher and paykel humidifier plugged into the 840 vent outlet. When the vent was turned on (which turns on the humidifier) the humidifier started to smoke from the base of the unit. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se found damaged the 840 ac mounting receptacle and replaced it. The unit passed all testing and operates within the manufacturing specifications